Event description:
Consumer reported the results obtained using the meter do not reflect how she feels; no further details were provided. Customer is using true metrix pro meter which is for multiple patient use. Customer's test strips are expired: manufacturer¿s expiration date is 08/24/2023; product storage and open vial date were not provided. Coordinator had initially spoken with the customer and transferred customer's information to technician. When contacted by the technician customer stated she had contacted the pharmacy for a replacement meter; customer stated the pharmacy had sent her a replacement meter and she had returned her meter back to them. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.